Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the clips in the device would not advance. A similar instrument was used to complete the procedure. There was no pt consequence.